Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a spontaneous call was received from pt stating that after changing out her cassette, her cadd legacy pump started beeping due to high pressure. No patient injury was reported.